Event description:
It was reported that the patient had a catheter replacement in (B)(6), 2012 because the old catheter 'pulled out' of the spinal cord. No further information was provided. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).